Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During an elastic nail implant on the radius forearm procedure, it was reported the inserter for ti elastic nails would not release. A new nail and t-handle chuck was used. There was no reported patient adverse event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was manufactured in november 2007 and is over 5 years old. Device was received in 2 parts, t-handle separate from shaft with chuck. The t-handle shaft sheared off inside the blue handle. This is a known design issue that is being addressed by (B)(4). Placeholder.